Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the pituitary tip broke during a surgery, but it was recovered. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The superior jaw is broken off at the base, where it interfaces with the upper shaft. The broken off portion of the jaw is missing and was not returned for analysis. Microscopic examination of fracture surface discovered a fairly flat, brittle fracture, with no indication of fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.